Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited a failure to sense in the bipolar configuration. New cables and connector sleeve were used, but the issue could not be resolved. Sensing in the unipolar configuration was functional. The lead was removed and replaced. The patient was stable.